Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the generator appeared to have an abrasion. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Reported event of abrasion was not confirmed. Reported event of the stain marks on the can was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Manufacturing investigation revealed the stain marks found on device can was due to a manufacturing anomaly during the packaging process. Further analysis performed on the device showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.